Event description:
Physician performed epidural steroid injection. The tuohy needle had a loss of resistance, it was noted the needle bent. Once the needle was removed from pt, the tuohy needle broke. Physician felt this was a defective needle to break without hitting bone or any other unusual circumstances.